Manufacturer narrative:
Patient information is unknown. This report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is an unknown date approximately five years ago. Device broke while being explanted; screw shaft remains in patient. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2018, explantation surgery was performed for a 3.5mm lcp proximal tibia plate on the medial side of the left proximal part of the tibia. The plate was originally implanted approximately 5 years ago. During the explantation surgery, when the surgeon tried to remove the three (3) locking screws at the proximal plate head, and one locking screw at the distal end of the plate shaft using a driver shaft, the tip of the driver was deformed, and the screws could not be removed from the plate. The surgeon cut the screw heads of the affected screws using a carbide drill bit, then performed reaming around the screws using a hollow reamer. Then, when the surgeon tried to remove the screw shaft using an extraction bolt, the screw shaft was broken. The piece of the broken shaft was caught at the tip of the extraction bolt, and it could not be removed. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. Concomitant device: extraction bolt for 3.5mm & 4.0mm screws (part: 309.039, lot: 2531456, quantity: 1). This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: customer quality conducted an investigation of the returned device. Investigation selection, investigation site: zuchwil, and selected flow: 5. Broken. Visual inspection: the received screw was found jammed and broken into the received extraction screw device. The broken shaft was not sent back for investigation. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Drawing/specification review: the review is not possible due to the missing information of article and lot number. Material review: the review is not possible due to the missing information of article and lot number. Summary: our investigation has shown that the complaint condition for the received screw is confirmed. Because of the damage, it is not possible to measure the relevant dimension. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing broken part. We suppose that a mechanical overload situation during use could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.